Event description:
The pt had a mitral valve replacement complicated with left ventricular damage during the procedure. The decision was made to insert an iab. The pt's artery was punctured with the angiographic needle followed by the insertion of the guidewire. Then, the pt's artery was pre-dilated with the use of a vessel dilator. The sheath was then inserted and the guidewire was removed. The balloon catheter was then inserted with the stylet wire still in place within the inner lumen. After a while, the pt developed a hemorrhagic syndrome. It was discovered that the inserter of the balloon catheter punctured the iliac artery with the iab during its insertion. The pt died later on. (Event complications: iliac artery punctured/pt expired - reported 5/22/1998.) (Pt's current status: expired - rpt'd 5/22/1998.)